Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary artery treatment procedure, a shaft kink occurred. The target lesion was located in the calcified left anterior descending artery. The lesion was pre dilated with a 2.0 x 20mm apex balloon catheter, a 2.5 x 20mm nc quantum balloon catheter, and a 2.5 x 10mm flextome cutting balloon. The 3.5 x 38mm promus element plus otw stent delivery system was advanced, but was unable to cross the lesion, and the shaft kinked. The procedure was not completed and the physician scheduled a rotational atherectomy procedure for 6 weeks later. No patient complications were reported and the patient's status is ok. However, device analysis revealed catheter froze on the wire.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) and stent with loaded guide wire. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The shaft was damaged/buckled the first 4cm from the strain relief. There was a shaft kink at 20.5cm from the strain relief; with shaft damage and buckling surrounding the kink. The outer diameter of the returned guide wire (0.014") suggests the devices were compatible; however the extensive damage to the sds shaft prevented removal of the guide wire. As received there was 7cm of the guide wire extending from the distal tip of the device. Magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed shaft kink/damage and catheter froze on wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).